Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was unable to rewind the insulin pump. Customer also mentioned receiving no delivery alarms that were resolved by a complete set change. Customer stated that the alarm was suspended. Customer's blood glucose reading at the time of the call was 252 mg/dl. No further information reported.